Event description:
The patient stated her symptoms weren't improving so she increased her stimulation and felt a 'zap'. The patient stated the zapping sensation happens 'all the time. The patient was recently implanted and had bandages n swelling still present. The patient was getting poor communication. The patient attempt to communicate once swelling or bandages have been removed. The patient was indicated for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.